Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the analysis, it was observed that there was no communication between the sensor readings and fingerstick measurements from 4:23 pm cet until 5:22 pm cet. During this time the system asserted multiple 'no sensor detected' alerts and since there was no sensor readings taken between 4:23 pm cet and 5:22 pm cet, no glucose related alerts were asserted. However, the system did assert a predictive low glucose alert at 4:22 pm cet to alert the user of the upcoming hypo event. There was no malfunction of the system and no further investigation is needed at this time.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event due to inaccuracies in sensor readings. User had symptoms such as sweating and trembling. User complained to have not received low glucose alerts. Sensor glucose was 81 mg/dl. Blood glucose value was not provided as user did not take bg reading.